Manufacturer narrative:
H3: product analysis: evaluation determined that the device was not working and the tool got stuck unable to remove from the device has been confirmed. The likely cause of failure is due to detached bearings. It was also noted that the leg of the attachment was scratched and the laser markings were faded. G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the device was not working and the tool got stuck over the attachment. At the time of report no patient was involved. Additional info received that during evaluation the bearings were detached and making this event as reportable.